Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the impedance of the lead was high out of range. The physician tried to insert the lead into the pacemaker several times but the issue persisted. The lead was not used and a new lead was used to complete the procedure. There were no adverse consequences reported on the patient.